Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. D4: only di provided as lot number is unknown.

Event description:
It was reported that a rectus sheath catheter/peripheral nerve block (pnb) site was leaking. Upon removal of dressing, it was found that the tubing was broken, snapped and was disconnected under the dressing. There was patient involvement, and no patient harm.